Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medical center representative reported via phone call that the customer was taken to the emergency room and was admitted overnight on (B)(6) 2019 with the blood glucose level of 501- 601 mg/dl and throwing up. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was admitted overnight was to be released. The customer stated that the insulin pump was suspended and now was getting no delivery alarm during manual prime. They reported that the drive support cap was normal. Troubleshooting was performed and the insulin pump did not alarm no delivery. The customer was advised that the insulin pump was working as designed. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.